Event description:
The pt had reported on 10/8/04 that his meter had missing segments on the display. The issue was not resolved with troubleshooting. He was feeling shaky and sweaty at the time of concern and tested on the meter while experiencing those symptoms. He rec'd a result of 116 mg/dl on the meter. He contacted his advise nurse, and they went through a blood test again and he took insulin based on that result. There is no adverse event reported due to issue. The meter was replaced for the pt. There is no further clinical info provided. This case is reported as a meter malfunction due to the issue of missing segments not being resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.